Event description:
It was reported that the insulin pump alarmed no delivery alarm during bolus, basal and fixed prime. The reservoir is not empty. Customer had high blood glucose of 571 mg/dl. She treated with manual injection. Customer was advised to changed the infusion set and reservoir and get back in contact if alarm recurs. Customer experienced nausea and vomiting. The drive support cap is normal. Bolus history recorded correctly. Settings are correct. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No unexpected no delivery alarm was noted. The insulin pump had a cracked display window, cracked case at a display window corner, cracked belt clip slot and a cracked reservoir tube lip.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.